Event description:
The sales representative reported an infusion pump with a failure code 79. The representative stated they have no record of any patient incident involving the pump since the last service event. No additional contact information was provided.